Event description:
Centurion single use instruments removed from service due to black specks/smudges noted inside packaging. Several reports regarding same product has been received by our office of a potential issue with centurion instruments being contaminated. Instruments have been pulled from procedure carts and removed from service. They should be sterile and if used during surgeries, the supplies may lead to patient harm and infection and potentially death due to the unknown nature of the black specks and spots found on the supplies. Manufacturer response for centurion reference # 66415, lot#--2024110790, centurion (per site reporter). They replaced 2 products. Manufacturer response for manufacturer: centurion model: 66260-sterile sharp scissors lot: 2020060590, centurion (per site reporter). Offered to replace product. Manufacturer response for centurion model:66825-sterile #3 scalpel handle l, model:66825-sterile #3 scalpel handle l (per site reporter). They offered to replace products, but the black specks and spots are still showing up on the newly received kits.